Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted aniimas and alleged the following: patient reports being unresponsive with a blood glucose (bg) of 20 mg/dl overnight on (B)(6) 2016 patient was taken to hospital via ems and admitted for 1 day. Treatment included IV glucose and IV fluids. Further troubleshooting by customer support (cs) determined the time of pump was off by 12 hours due to a time/date reset issues: the pump did not retain the time when the battery was removed for less than 24 hours. Cs also noted that the patient's basal rates are significantly different during the day and at night. Cs assisted patient in correctly setting date/time as she was confused on how to change pm/am. The time/date issue is not being reported as the issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. The complaint is being reported because the patient experienced hypoglycemia related to user error of not verifying the correct time.